Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular lead was surgically explanted and replaced due to high pacing impedance out-of-range greater than 2000 ohms caused by insulation damage. This lead is expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted and replaced due to high pacing impedance out-of-range greater than 2000 ohms caused by insulation damage. Additional information was received stating that this lead was not the one having pacing impedance issues, it was the right ventricular (rv) lead. This ra lead was explanted as the physician felt it was compromised during the rv lead explant. This lead is expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: (problem description): this lead did not showed impedance issues, it was explanted as lead was compromised. At this time, the product has not been returned. If the product is returned, analysis would be performed and this report would be updated at that time.